Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported issue could not be reproduced. One 5fr dual-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed some use residue on the catheter and a needleless injection cap was present on each lumen. A functional testing of flushing and pressurizing each lumen of the returned catheter with water using a 12ml syringe was performed. No leaks were observed from any of the lumens. This complaint could not be confirmed as no issues or leaks were found during evaluation of the returned sample. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC fracture noticed fracture on flushing. No harm. Patient is awaiting another PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.